Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged immediately following implant while the patient was in recovery. The physician felt that the dislodgement was due to the patient sneezing excessively. A revision procedure was performed. The ra lead was inadvertently cut with a scalpel when the pocket was being opened. The ra lead was explanted and replaced without incident. No additional adverse patient effects were reported.